Event description:
This lead was capped and replaced due to no output. The pacemaker was also replaced at the same time due to eri. There were no adverse patient events reported. Should additional information become available, this file will be updated.